Event description:
It was reported that this right ventricular (rv) lead was not implanted successfully due to unknown product performance issue. This lead was never in service, and a new lead was placed. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was not implanted successfully due to a bent helix. This lead was never in service, and a new lead was placed. No adverse patient effects were reported.